Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or keypad anomaly alarm noted during testing. Device passed keypad voltage test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Info information received by medtronic indicated that the insulin pump had unresponsive buttons and had to press a few times. Also had unexplained no delivery alarms. No harm requiring medical intervention was reported. The device will not be returned for analysis.